Manufacturer narrative:
Results - visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.

Event description:
It was reported that a cc4204bf collamer single piece lens was stuck in a cartridge. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.